Manufacturer narrative:
H3, h6: the associated evos plate and locking screw were returned and evaluated. The visual inspection revealed no damage was able to be detected by naked eye. A dimensional evaluation was attempted, however, further inspection of the device found that the star tab on the left side of the plate, possibly the "distal ulnar side," has been damaged and broken. Nevertheless, due to the broken star tab, the screw will not lock correctly. It was observed that one of the screw heads was damaged, and the anodization coat was off. This is possibly linked to the broken star tab and the locking issue. This issue is most likely a surgical error while inserting the screw and not a machining error, as the inspection would have captured this defect. The issue can be observed before surgery by the surgeon or technician. A review of the production orders for evos plate and locking screw did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for both devices. A review of the instructions for use documents for evos plating system and mini-fragment plating system revealed in the warnings section that it is extremely important to select the appropriate size and type components. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Besides, the warnings section states that it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. A review of the risk management files revealed this failure mode was previously identified for the investigated products. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the reported evos plate and locking screw failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the associated devices were returned and evaluated. The visual inspection revealed no damage was able to be detected by naked eye. A dimensional evaluation was attempted, however, further inspection of the device found that the star tab on the left side of the plate, possibly the "distal ulnar side," has been damaged and broken. Nevertheless, due to the broken star tab, the screw will not lock correctly. It was observed that one of the screw heads was damaged, and the anodization coat was off. This is possibly linked to the broken star tab and the locking issue. This issue is most likely a surgical error while inserting the screw and not a machining error, as the inspection would have captured this defect. The issue can be observed before surgery by the surgeon or technician. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for evos plating system revealed that in warnings section that it is extremely important to select the appropriate size and type components. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Besides, the warnings section stablishes that this device should not be used if package or product is damaged. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, during a wrist internal fixation procedure, when inserting one (1) vlp ti 2.4mm x 15mm lck scr t7 s-t to the screw hole of one (1) evos volar plate 3h right std ti 48mm (distal, ulnar side), the screw and the plate did not lock. The plate was replaced with a 4hole plate. As the screw head passed through the plate and buried in the bone, the screw could not be removed from the palmer side. Therefore, a skin incision was made on the dorsal side and the screw was removed from the dorsal side. The procedure was resumed, after a non-significant delay, with a change in surgical technique. No other complications were reported

Manufacturer narrative:
H11 h3, h6: the associated evos plate and locking screw were returned and evaluated. The visual inspection revealed no damage was able to be detected by naked eye. A dimensional evaluation was attempted, however, further inspection of the device found that the star tab on the left side of the plate, possibly the "distal ulnar side," has been damaged and broken. Nevertheless, due to the broken star tab, the screw will not lock correctly. It was observed that one of the screw heads was damaged, and the anodization coat was off. This is possibly linked to the broken star tab and the locking issue. This issue is most likely a surgical error while inserting the screw and not a machining error, as the inspection would have captured this defect. The issue can be observed before surgery by the surgeon or technician. The clinical/medical team confirmed that the provided photo image appears to show deformation of the star-shaped plate hole which customer reported as ¿the returned plate/screw have defects as they were used¿. The surgical technique instructs to ensure that the (appropriate) tip of the drill guide engages with the star shaped hole and notes screw should always be finished by hand/not using power, using a two-finger technique and, once the head of the locking screw engages the plate, only half turn is needed to lock the screw into the plate. It is unknown if the surgical technique was adhered to and a user/procedural variance cannot be ruled out; however, definitive contributing clinical factors could not be concluded. The patient impact included the screw rotation/passing through the plate and buried into the bone, unplanned additional skin incision (on the dorsal side) through which the screw was removed, the use of a backup plate to complete the procedure, and the reported surgical delay. Further patient impact could not be determined. A review of the production orders for evos plate and locking screw did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for both devices. A review of the instructions for use documents for evos plating system and mini-fragment plating system revealed in the warnings section that it is extremely important to select the appropriate size and type components. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Besides, the warnings section states that it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. A review of the risk management files revealed this failure mode was previously identified for the investigated products. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the reported evos plate and locking screw failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include user/procedural variance, size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.